Event description:
Customer called to report a worn and faded display on the insulin pump. Customer's blood glucose levels were not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The insulin pump was unable to prime during prime/a33 test due to protruded loose drive support disk. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. No display anomaly noted during testing. The insulin passed the displacement test, rewind, basic occlusion, self test and a21 error tests. All operating currents are within specification. Off no power alarm functions properly. The insulin pump has minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube, cracked reservoir tube window, cracked reservoir tube lip, a missing address serial number label and a missing end cap sticker.